Event description:
It was reported that this right ventricular (rv) lead failed to capture. There were impedance changes noted and it was suspected that the lead dislodged and perforated the heart wall. The lead was replaced by a new rv lead and the patient fully recovered. No additional adverse patience effects were reported. The lead is not expected to return.